Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom fluid intrusion. The eval found that the wireless module's wireless connection capabilities were inoperable due to the reported symptom. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the unit irreparable. The device was retired from svc.

Event description:
It was reported that a wireless battery module g suffered from fluid intrusion. Any pt involvement, injury or medical intervention is unk.